Event description:
It was reported by the customer that a pyxis medstation es system half height cubie drawers did not detect on the communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction/additional information: b5, d1, d4, d5, e2, e3, g1, g2, h4, h6. E1. Other occupation: systems administrator (information technology). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was successfully resolved by the field service engineer (fse). The fse applied knowledge article (ka) titled ¿drawer failure after reboot (drawer not detected on bus)¿. The resolution involved powering off the station for one minute and then powering it back on, and procedure allowed the system to successfully detect and recover the drawers. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system half height cubie drawers did not detect on the communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.